Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 400 mg/dl on customers advantage system compared to a reading of 125 mg/dl on the doctors system when testing was performed a few minutes apart during a routine appointment. Reporter stated the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.